Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported by the cath lab that the intra-aortic balloon ('iab) was prepped per instruction. The md inserted the super arrow-flex ('saf') sheath into the pt's femoral artery. As the iab was being inserted into the saf sheath, the iab became tight and as a result, the iab was pulled out of the saf sheath. The saf sheath was removed. The md used another insertion tray's saf sheath and the same iab was inserted without difficulty. The iab therapy commenced without event. There were no reported pt complications. Additional information received by the sales representative on 1/22/2010, stated, the md used the same insertion site.